Event description:
It was reported that the dyspneic patient presented to the emergency room and was discharged with negative CT results; however, upon further reading of CT report, it was suspected that the right ventricular lead had perforated. The patient was readmitted to the hospital for a gated CT, which seemed to show perforation. On (B)(6) 2017 the lead was repositioned successfully. The patient¿s condition before, during and post procedure was stable.